Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: distal conductor distorted. Analyst comment -it was not possible to extend or retract the helix because of the distorted distal coil within the connector. This is caused from over-turning. The full lead was returned and analyzed. Evaluation summaryp (B)(4) (B)(4) full lead.

Event description:
It was reported that the screw would not deploy. The lead was not implanted. No patient complications have been reported as a result of this event.